Event description:
It was reported that during a percutaneous intervention procedure, a shaft fracture occurred. As the 1.5 x 20 mm apex flex mr balloon catheter was being inserted into the y connector too quickly the shaft kinked and fractured in the mid section, but stayed in one piece. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).